Event description:
Litigation papers allege that the patient has hip pain, inability to walk for extended periods of time, unsteady on his feet and has difficulty keeping his balance; as a result he fell and broke his left shoulder. Patient also has elevated chromium and cobalt levels and moderate size fluid collection in his hip joint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root causes(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.